Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). Section f completed by manufacturer. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens was implanted using the preloaded insertion system, the optic was damaged. Additionally, it was reported that turning the knob of the plunger was ''heavy''. An incision enlargement was conducted to remove the lens. Also, another lens of the same model was used as a replacement. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation - yes, returned to manufacturer on 03/31/2016. Device returned to manufacturer - yes. . Device evaluation: the preloaded insertion system was returned at the manufacturing site in a plastic bag. The intraocular lens was returned cut in a separated bag. Visual inspection at 10x microscope magnification showed no lens inside the preloaded system. Evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues was detected inside the cartridge tube and tip. Stress marks in both sides of the cartridge tip was observed which are typically caused and/or may well appear by the pass of the iol through the cartridge. No damages in the plunger/pushrod tip were identified. No manufacturing defects were observed that could impair functionality in the device. The intraocular lens was observed cut in two portions and one lens haptics was observed broken. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to iol removal during surgical procedure. The customer''s reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.